Event description:
It was reported that the device had multiple error codes logged in memory that indicate a potentially lock-up failure. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the observed condition could not be duplicated when testing. Further root cause of the reported failure cannot be determined.